Event description:
The customer reported a loose drive support cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with loud motor noise during rewind due to faulty motor. The insulin pump passed the displacement, rewind and basic occlusion test. Drive support disk was inspected and no anomaly was noted. The dome label sticker still on the end cap. Also received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.